Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. Plots: there are 8 possible lot numbers, however the customer only provided one. Lot # 896215h, exp date: 05/01/2021, MFR date: 05/01/2018.

Event description:
The event occurred on either (B)(6) 2019 or (B)(6) 2019, but unable to specify the date. The event involved a plum set that the customer reported abnormalities in the form of an unspecified chemotherapy leakage at the filter tray due to defective valves. No other information was provided. This report captures the second of ten events.